Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl at time of blank display. The customer¿s other blood glucose was 234 mg/dl. The customer was treated with insulin pump for high blood glucose once it turned back on. The customer was declined troubleshooting for blank display and high blood glucose. The insulin pump will not be returned for analysis.